Event description:
First unit packed red blood cells (prbc) was spiked by apheresis rn (registered nurse) to begin red blood cell exchange. Blood filter spike broke off in prbc bag access port upon spiking bag. Unable to remove broken spike from bag. Apheresis nurses attempted to clamp the accessed unit bag port to prevent leaking as broken off spike could not be removed from the unit bag. Second bag access port on prbc unit then spiked with a new filter spike. Upon hanging the unit to attempt to infuse it with the procedure, blood began leaking out of broken spike and bag port. Apheresis nurses were unable to prevent leaking. Blood bank and apheresis resident, were notified. Unit wasted, per blood bank, and a replacement unit was issued by the blood bank to an apheresis nurse. The patient did not receive any blood from the unit that was wasted.